Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm displayed glucose values in the 50-60 mg/dl range. Initially, the patient did not obtain a bg meter comparison. As the low cgm readings persisted, the patient began experiencing nausea. At that time, she performed a bg meter test, which showed a value of 514 mg/dl while the cgm continued to display approximately 60 mg/dl. The patient contacted her healthcare provider for guidance and was advised to seek evaluation in the emergency room (ER). Upon arrival at the emergency room, the patient¿s bg meter reading remained high while the cgm continued to show a low value; however, the specific numbers were not recalled. The cgm was removed, and the patient received IV fluids and IV zofran. The patient was discharged after approximately six hours in the ER. At discharge, her bg level was reported as ¿normal¿ (exact value not provided). At the time of reporting the incident, the patient stated she was feeling ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken before the patient went to the emergency room. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.